Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas, with a peak blood glucose of 356 mg/dl and elevated readings persisting for several hours after consuming orange juice; the user changed infusion supplies without visible site issues and temporarily transitioned to subcutaneous manual insulin before reconnecting to the ilet without further problems. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included customer interview, device use history review, and troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and a possible contribution from carbohydrate intake and potential infusion set performance, which could not be verified. It was concluded that the event was consistent with hyperglycemia of unclear cause and that the device was able to be used afterward without recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.